Manufacturer narrative:
(B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The patient was treated with unknown antibiotics for the event. The patient was recovered from the peritonitis event (seven days after event onset). Pd therapy was ongoing. No additional information is available.